Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components was placed on (B)(6) 2022 at 4:00pm for treatment of a postpartum hemorrhage. There were no issues with placement, and no metals tools were used that may have damaged the material. Proper placement of the balloon was confirmed via ultrasound. The device was noted to have leaked at 12:20am the next day. Additional patient outcome and event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a cook bakri postpartum balloon with rapid instillation components was placed on 26may2022 at 4:00pm for treatment of a postpartum hemorrhage. There were no issues with placement, and no metals tools were used that may have damaged the material. Proper placement of the balloon was confirmed via ultrasound. The device was noted to have leaked at 12:20am the next day. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. The product was returned for examination in a zipped plastic bag. Dried biomatter (blood) could be seen throughout the device. The device was leak tested with a 20 ml syringe and water. A leak was observed towards the bottom of the proximal portion of the balloon. Closer examination revealed a tear in the balloon material at the leak. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.